Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low and high blood glucose levels. Customer's blood glucose level went up to 300 mg/dl and dropped to 40 mg/dl. The customer treated his low blood glucose level with food and high blood glucose level with the insulin pump. The customer was in the hospital due to a pain in his side. He stated it was not related to the insulin pump. The device was not returned.